Manufacturer narrative:
The device was returned to olympus for inspection and the reported intermittent image issue was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel led not lit up. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the video processors front panel led did not lit. There was no report of any patient harm.